Manufacturer narrative:
The reported incident that scaled drill 2.5mm, ao fitting was alleged of issue s-11 (breakage during surgery) could be confirmed with the provided photographs. The broken drill reported has been discarded by the hospital and has not been returned. As reported in the event description: "there was a conflict with an isolated screw when drilling." A collision of the drill with an implant can lead to a breakage as shown in the provided photographs. In general, damages of the cutting flutes can lead to a breakage of a drill during use under torque load. The customer has to ensure that drilling and cutting tools are sharp and avoid surface damage or alterations to the instrument geometry. Such instruments (multiple use drill bits included) are recommended as single patient use. The op tech pelvis 2, system overview (ref# (B)(4)) was reviewed, the following statement related to the reported failure mode is included: use a sharp drill bit when drilling bone, particularly in areas of hard, dense bone. Offers the surgeon more control of the drill and is designed to prevent plunging that may injure neurovascular structures, viscera, or other soft tissue structures. May lessen the possibility of heat build-up. Blunt drills should be discarded and replaced with new ones. The (B)(4) instruments IFU ot-(B)(4) was reviewed: ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications for any material, manufacturing or design related problems were not determined in the investigation. Device was not returned.

Event description:
Implant surgeon, reported the following event to the sales rep, a 2.5 mm x l450 mm drill present in the pelvis pro kit fracture during a procedure. Surgeon used it for the same kind of procedure as his colleague, i.e. Stryker ref pi 1071740, an osteosynthesis of the pelvis with a stryker plate. There was a conflict with an isolated screw when drilling.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Implant surgeon, reported the following event to the sales rep, a 2.5 mm x l450 mm drill present in the pelvis pro kit fracture during a procedure. Surgeon used it for the same kind of procedure as his colleague, i.e. Stryker ref (B)(4), an osteosynthesis of the pelvis with a stryker plate. There was a conflict with an isolated screw when drilling.